Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, 2 needles had a tip breakage. One of them has been missing. The procedure was completed with use of another device. No intervention was performed.

Manufacturer narrative:
Based on review of the file, this report was updated from a serious injury to a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred during a neurosurgical procedure. The tips of the needles did not disengage into the patient cavity. No known patient impact or consequence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively during a neurosurgical procedure, 2 needles had a tip breakage. The tips of the needles did not disengage into the patient cavity. The procedure was completed with use of another device. No intervention was performed. No known patient impact or consequence.